Event description:
It was reported premature degeneration of the valve was suspected due to pulmonary edema. The patient was found to have hypotension which was treated with norepinephrine. The patient had a bundle branch block and also thrombocytopenia with renal insufficiency that did not require dialysis. Echocardiography revealed an ejection fraction of 60% and an aortic gradient of 14 mmhg. The valve is expected to be explanted (date unknown).